Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve was placed in the aortic position and an echocardiogram revealed severe anterior paravalvular leak (pvl). It was determined to perform a balloon aortic valvuloplasty (bav) with an under inflated 30 millimeter (mm) non-medtronic balloon. The balloon was positioned appropriately in the valve and pacing was initiated. Upon inflation, the balloon was moving in and out of the valve so rapid pacing was turn off prior to deflating the balloon. The balloon was repositioned into the proper position and inflated again. When the balloon was retracted from the valve, an echocardiogram revealed severe aortic regurgitation through the valve from a torn leaflet that occurred during the first bav. A stiff wire with a pigtail catheter was placed in case the leaflet was being held open, however, the regurgitation did not resolve. A second valve was deployed successfully and resolved the central regurgitation and pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.